Event description:
A customer reported after connecting the cassette, a system message was displayed. The system was then rebooted. After the priming sequence was completed, another system message was displayed. During I/a, the irrigation module shut down after a system message was displayed. The system was rebooted once more and after about 10 min delay the surgeon was able to complete the surgery. After the case was completed, the staff noticed an oily fluid underneath the machine with a vinegar like smell. The following case was canceled. Multiple attempts were made to acquire add'l info but none has been rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).